Manufacturer narrative:
Bayer radiology product analysis reviewed the information and photographs that were provided. Visual examination identified the presence of a hair-like particulate of unknown etiology within the barrel of the syringe. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history determined the complaint rate to be 0.26 complaints per million (cpm).

Event description:
The site reported the following: after filling the CT syringe with saline, the technologist noticed a thin, hair-like foreign body within the syringe barrel. The customer elected not to use the tubing. No injury or adverse event was reported.